Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the nurse that the patient was pre-op for a procedure and t-wave oversensing was observed. An attempt was made to reprogram sensitivity which was unsuccessful. The device was interrogated after the procedure by the manufacturers representative and no t-wave oversensing was noted but chronic far field r wave oversensing was present. The device was reprogrammed and is still in use.